Event description:
Additional information received on 15 nov 2019: the hematoma required draining.

Manufacturer narrative:
Reference record (B)(4). If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Manufacturer narrative:
Reference record (B)(4). The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2019, a patient in the USA underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2019 during the tubing placement procedure, it was reported that the patient's stomach was cut and experienced bleeding and a hematoma, which required hospitalization for 3 days and pain medication. At the time of report, the hematoma was healing up and the patient still had abdominal pain.